Event description:
Low hv lead impedance was reported. The outer insulation was breached and externalized conductors were observed upon explant. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.